Event description:
Additional information received reported that the patient¿s legs and shin felt very uneasy the night prior to the report before bedtime. There was pain and tingling. The patient put on lots of socks, put their legs under the covers, and adjusted stimulation from 1.9 volts to 2.0 volts. The patient was able to lower stimulation 30 minutes later. It was noted that the patient paced the floor and started to feel as it helped her relax. No further outcome or interventions were reported. Further follow-up was done to try and obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that stimulation was turning off. The patient suddenly began getting some unusual sensation under her foot. The patient contacted the manufacturer¿s representative (rep) who directed the patient to check their therapy status and it was determined that stimulation was off. It was able to be turned on and stimulation was increased from .5 to 1.4 and the patient started to feel stimulation again. The patient was o.k. Until around 3 pm on (B)(6) when it was checked again and stimulation was off. It was turned back on and adjusted to 1.50. The stimulation target area was for the back down to both feet. When this happened the first time the patient was putting socks on as her feet were cold. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported that the patient issues were resolved.

Manufacturer narrative:
(B)(4).